Event description:
The customer alleged the patient fell from the bed and was injured. The customer would not give any information regarding the patient's outcome. Allegedly the patient leaned on the left intermediate siderail, which dropped, resulting in the patient falling from the bed. According to the hill-rom field investigation it was not confirmed as to whether the siderail was in the latched position when the alleged incident occurred. The hill-rom field technician inspected the siderails and found the bed to be functioning correctly. According to user manual usr 042rb page 14 "whiling raising a siderail, pull the siderail up until it latches into the locked position. While raising the siderails, a click will be heard when it latches into the locked position."